Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while priming an ak 96 machine, a broken venous clamp was observed resulting in a fluid leak. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated on site by a qualified technician. During evaluation, it was noted that the broken venous clamp would not retract and there was a water leakage in the complete concentrate connector. The reported condition was verified. The cause of the condition could not be determined. To resolve the issue, the qualified technician replaced the venous clamp and complete concentrate connector. A self-check and disinfection were performed, and no further issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.